Manufacturer narrative:
The reported events of high capture threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited a high capture threshold and high pacing impedance despite multiple repositioning attempts. The lead was not used and replaced during the procedure. The patient was in stable condition.